Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for a supraventricular tachycardia (svt). Additionally, there were noisy signals on the shock channel. Technical services (ts) suggested following actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device will be reprogrammed to resolve the issue. The device remains in use. No additional adverse patient effects were reported.